Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery. After pre-dilation, a 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, it was found that the stent strut was lifted. The device was successfully removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery. After pre-dilation, a 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, it was found that the stent strut was lifted. The device was successfully removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 4.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.